Manufacturer narrative:
(B)(4). Concomitant medical products: dis hum postlat lt 17h 147mm, cat: 131218308, lot: unk; 3.5mm cort lock scr 54mm ns, cat: 816135054, lot: unk; 3.5mm cort lock scr 40mm ns, cat: 816135040, lot: unk; 3.5mm cort lock scr 22mm ns, cat: 816135022, lot: unk; 3.5mm cort lock scr 20mm ns, cat: 816135020, lot: unk; 3.5mm cort lock scr 20mm ns, cat: 816135020, lot: unk; 3.5mm cort lock scr 18mm ns, cat: 816135018, lot: unk; 3.5mm cort lock scr 18mm ns, cat: 816135018, lot: unk; 3.5mm cort lock scr 14mm ns, cat: 816135014,, lot: unk; 3.5mm cort lock scr 12mm ns, cat: 816135012, lot: unk; 3.5mm cort lock scr 12mm ns, cat: 816135012, lot: unk; 3.5mm cort lock scr 10mm ns, cat: 816135010, lot: unk; 4.0mm canc lag scr 60mm ns, cat: 815540060, lot : unk; 4.0mm canc lag scr 35mm ns, cat: 815540035, lot : unk; cortical screw 3.5 x 28mm, cat: 815037028, lot: unk; cortical screw 3.5 x 26mm, cat: 815037026, lot: unk; cortical screw 3.5 x 22mm, cat: 815037022, lot: unk; plain washer 3pk, cat: 14460, lot: unk; 3.5mm low profile cort 30 mm, cat: 131218030, lot: unk; 3.5mm low profile cort 28 mm, cat: 131218028, lot: unk; 3.5mm low profile cort 28 mm, cat: 131218028, lot: unk; 3.5mm low profile cort 26 mm, cat: 131218026, lot: unk; 3.5mm low profile cort 22 mm, cat: 131218022, lot: unk; 3.5mm low profile cort 20 mm, cat: 131218020, lot: unk. Report source: foreign - (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-00559, 0001825034-2019-00560, 0001825034-2019-00561, 0001825034-2019-00562, 0001825034-2019-00564, 0001825034-2019-00565, 0001825034-2019-00566, 0001825034-2019-00567, 0001825034-2019-00568, 0001825034-2019-00569, 0001825034-2019-00570, 0001825034-2019-00571, 0001825034-2019-00572, 0001825034-2019-00573, 0001825034-2019-00576, 0001825034-2019-00577, 0001825034-2019-00579, 0001825034-2019-00580, 0001825034-2019-00582, 0001825034-2019-00584, 0001825034-2019-00586, 0001825034-2019-00588, 0001825034-2019-00589, 0001825034-2019-00591. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that a patient underwent an initial left elbow procedure. Subsequently, the patient was revised due to posterior lateral plate found to be fractured upon xray intra op. It was noted that pus was also found. The surgeon removed the components, performed a washout and applied external fixation.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified that the humeral 17h plate was fractured and damage was noted. Two canc lag screws are fractured. One unidentified screw was bent. Three heads stripped. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.